Event description:
It was reported that in preparation for an embolization procedure, water was noticed inside of a device pouch. In the contour se particle product pouch the "presence of water inside the pouch (about 1mm)" was reported. The vial was not broken, and it contained the liquid and the microspheres. This device was not used in a procedure.

Event description:
It was reported that in preparation for an embolization procedure, water was noticed inside of a device pouch. In the contour se particle product pouch the "presence of water inside the pouch (about 1mm)" was reported. The vial was not broken, and it contained the liquid and the microspheres. This device was not used in a procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: one vial was returned from the box of five expected. Evaluation of the returned sample confirmed the presence of saline, condensation, or residual of dried spheres and/or saline in the sealed pouch. The pouch showed signs of handling and the label has slid off the vial. While there is still the presence of liquid within the pouch, much of the liquid appears to have dried which would be consistent with evaporation through puncture or crack within the pouch during the return process. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause could not be determined. (B)(4).